Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has functional check. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse states that tested unit and found no faults. Performed multiple manifold tests and autoflls using both the trainer and the fiber optic tester without any faults. The event logs showed 1 autofll failure timestamp with the subcode of "iab disconnected". Updated all transducer calibrations. All tests and checklist items pass without fault. Unit is released to customer. It is recommended that when a unit displays an autofll failure, to check everything on the patient side, verify there is a tight ft with the catheter connection along with proper catheter usage (ie using the correct single extender). According to the logs, this unit was pulled from service only after a single autofill failure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a